Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes (11, 3331, 4114, 3224, 19 ). The sample was not returned so a direct investigation could not be performed. Past product complaints were reviewed for similar issue. The most likely root cause is improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 17, 2019. Upon further investigation of the reported event, the following information is new and/or changed: describe event or problem; date received by manufacturer; indication that this is a follow-up report; follow-up due to additional information; device evaluation anticipated by manufacturer ¿ a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. Patient code: 2199 - no consequences or impact to patient. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information was received indicating that the issue occurred during vein harvesting procedure, the product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular of a cloudy scope. It is unknown when this event occurred, whether the surgery was completed successfully, or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.